Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's daughter called in today regarding the patient still waking up soaked. We went over placement. Everything is getting placed correctly. Patient's unit does not suction when it is connected got a new one sent out to see if that resolved issue. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's daughter called in today reagrding the patient still waking up soaked. We went over placement, everything is getting placed correctly. Patient unit does not suction when it is connected; got a new one sent out to see if that resolved issue. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.